Event description:
Facility; [user facility] procedure performed: ni. Event description: client used this device for over three years. The bottle mouth has become irregularity. Customer understand that will reduce the bottle heat preservation function. But it was almost impossible that warmer bottle loses the function totally. The water in this bottle only keeps warm in a short time recently. Product is available for return. Additional information received on 25jul2022 via email from [name], [facility] purchasing representative. Image of bottle mouth attached. Patient status: before use - na. Type of intervention: ni.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a broken scope warmer bottle. The weld line connecting both walls was broken. Multiple dents were observed on the top, bottom and outside of the bottle. Based on the condition of the returned unit, it is likely that reported event was caused by improper handling of the unit after it was shipped from applied medical. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Based upon the initial description of the event, the event was not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical determined that this event is reportable as a broken bottle weld is likely to cause or contribute to death or serious injury.

Event description:
Facility; [user facility]. Procedure performed: ni. Event description: client used this device for over three years. The bottle mouth has become irregularity. Customer understand that will reduce the bottle heat preservation function. But it was almost impossible that warmer bottle loses the function totally. The water in this bottle only keeps warm in a short time recently. Product is available for return. Additional information received on 25jul2022 via email from [name], [facility] purchasing representative. Image of bottle mouth attached. Patient status: before use - na. Type of intervention: ni.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.